Manufacturer narrative:
Investigation summary: one picture sample was returned for evaluation by our quality engineer. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Investigation conclusion: visual inspection of the picture sample revealed an exposed needle with the grips of the injector dislocated. Root cause description: injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. It has been determined that this incident most likely occurred due to improper use. Rationale: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35 there were 2 instances of needle exposed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ injector luer lock n35 there were 2 instances of needle exposed.